Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70. (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced symptoms of headache and nausea likely due to a suspected cerebrospinal fluid (csf) leak. Therefore, the patient was hospitalized, treated with an infusion of fluids, and underwent a lead explant procedure during which both leads were explanted. There were no reported patient complications postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Device analysis performed the returned leads sc-2317-70 serial (B)(6) revealed through visual inspection they were cleanly cut into two pieces approximately 14-16 cm from the proximal ends of each lead. The distal portion of each lead was not returned. This is typical damage resulting from an explant procedure and is not considered an anomaly. A labeling review was conducted which determined that csf leakage is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced symptoms of headache and nausea likely due to a suspected cerebrospinal fluid (csf) leak. Therefore, the patient was hospitalized, treated with an infusion of fluids, and underwent a lead explant procedure during which both leads were explanted. There were no reported patient complications postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.